Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and three months following the implant of this transcatheter bioprosthetic pulmonary valve, a conduit was implanted in the same position as the valve. No additional adverse patient effects were reported.